Event description:
The customer reported that he "heard clicking" and felt resistance when filling the pod with insulin. Despite this, the pod was placed and activated. After noticing that his bg's were in the 300 mg/dl range, he removed the pod. The pod will not be returned for eval.

Manufacturer narrative:
The product will not be returned so no eval is possible. The customer noticed a "crackling" noise during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: warning: never use a pod if, during fill, you defect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.